Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery voltage near eri (elective replacement indicator) point with a telemetered value of 2.62v. Tech service used carelink data to calculate longevity and indicated performance to date is as expected. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device battery went to elective replacement indicator "too quickly". Review of the device data determined that the device lost approximately 30 months of longevity due to shocks and charges. The time implanted combined with the time lost due to shocks is close to the expected longevity. Upon review of the manufacturer's data base, it was determined that the device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device battery went to elective replacement indicator "to quickly". The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Battery voltage near eri (elective replacement indicator) point with a telemetered value of 2.62v. Tech service used carelink data to calculate longevity and indicated performance to date is as expected. Analysis summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.